Event description:
It was initially reported that high impedances were measured intra-operatively on the lead component of the trialing neurostimulator device system. Follow up information received (B)(6) 2011 reported that the lead was replaced and that the patient completed the trial. The patient outcome was reported ¿no sequelae¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 355031, lot# unknown, product type: screening device. Product ID: 387445, lot# v545685, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.